Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that immediately after deployment of the vascular stent in the sfa, the stent was found to be foreshortened. The delivery system was retracted from the patient without difficulty. The procedure was completed by post-dilation of the vascular stent to prevent the stent from further foreshortening and proximal placement of an additional stent to cover the lesion completely. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device, no deviation or deficiency of the delivery system which may have led to the reported stent foreshortening was identified. The stent was not part of the return as it remains implanted. No images were provided. On this basis, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An unintended movement of the delivery system during stent deployment may result in a foreshortening of the stent. Also excessive compression or incorrect holding of the outer catheter during deployment may cause a stent foreshortening. Furthermore, a challenging placement site and tortuous or calcified vessels may be contributing factors to an irregular stent placement. In this case, the anatomy reported to be calcified. An insufficient pre-dilation of the lesion also may be a contributing factor. On the basis of the information available, a definitive root cause for the reported complaint could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device and addresses the above mentioned potential risks.